Event description:
It was reported by a physician that they were ¿recently made aware of the ability to open pca pump doors with a sharp object or keys easily purchased online.¿ the physician is asking the manufacturer to provide insight on this and ¿recommendations for the hospital setting to mitigate tampering.¿ there was no actual patient event. Product enhancement is being requested to improve the security features of the pca module. Example idea given by the customer were "are tamper proof stickers or zip ties an option." Bd has received additional information. The customer reported that "as a test, I was able to receive a key with two-day shipping (referring to 3rd party key being purchased from an online store) and it worked.".

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,c and d codes and manufacturer narrative. Root cause: the probable cause of the feedback on pca keys was not identified by bd tech support during the customer call. There is no sufficient sample to escalate sd dchu.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by a physician that they were ¿recently made aware of the ability to open pca pump doors with a sharp object or keys easily purchased online.¿ the physician is asking the manufacturer to provide insight on this and ¿recommendations for the hospital setting to mitigate tampering.¿ there was no actual patient event. Product enhancement is being requested to improve the security features of the pca module. Example idea given by the customer were "are tamper proof stickers or zip ties an option." Bd has received additional information. The customer reported that "as a test, I was able to receive a key with two-day shipping (referring to 3rd party key being purchased from an online store) and it worked."